Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2022, the patient experienced a dislocation. Upon relocation, the or3o dm xlpe insert 22/40 was disassociated from inner head. A revision surgery was performed on the (B)(6) 2022 to treat this adverse event. The current health status of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
D10: concomitant devices.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, the clinical/medical investigation concluded that, after a total hip replacement on (B)(6) 2022, the patient experienced a dislocation. Upon relocation, the or3o dm xlpe insert 22/40 was disassociated from inner head. A revision surgery was performed on the (B)(6) 2022. The current health status of the patient is unknown. The provided undated x-ray was reviewed and the head does not appear to be centered within the acetabular cup, which would be consistent with the reported disassociated liner/ head; however, there were no factors found that would indicate a clinical root cause for the reported dislocation, and disassociated liner/ head. The patient impact beyond the revision cannot be determined with the limited information. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for or3o dual mobility system reveals in the potential complications associated with total hip arthroplasty surgery, primary or revision that dislocations, subluxation, decreased range of motion, or lengthening or shortening of the femur can occur. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.